Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported according to the patient that at the time of implant, the leads were installed backwards. This resulted in one of the leads becoming disconnected from the device immediately after surgery. An additional surgery was required to properly attach the leads to the ICD. It was also reported that the device emitted a warning beep (according to the patient this is to warn the patient of a problem with the device). A home scan of the device concluded that the device was functioning properly. Additionally, the patient has been feeling very tired lately and feels dizzy turning corners in a car. The device and leads are still in use. No further patient complications were reported as a result of this event. The device and right ventricular lead were later explanted and replaced because the patient wanted a pacemaker only.

Event description:
It was reported according to the patient that at the time of implant, the leads were installed backwards. This resulted in one of the leads becoming disconnected from the device immediately after surgery. An additional surgery was required to properly attach the leads to the ICD. It was also reported that the device emitted a warning beep (according to the patient this is to warn the patient of a problem with the device). A home scan of the device concluded that the device was functioning properly. Additionally, the patient has been feeling very tired lately and feels dizzy turning corners in a car. The device and leads are still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, however the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer tubing had an environmental stress cracking breach (non-electrical), the outer tubing overlay was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; distal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found.